Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Case data confirms alarm 41. Unit primed to fill. Unit filled slowly. Circulation pump was serviced during the pm process. Control panel freezing during decon was cause to a loose/improper electrical connection from the control panel upper main wiring harness to the card cage. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. "Fill" solenoid valve loose on manifold. Insulated jacket on temp cable sliced, this had no effect to the temp cable, to be replaced preventively. The device underwent pm servicing while in for repair. Electric connection was proper made and the control panel operation and functions are normal. Tighten fill solenoid valve, unit was able to fill unit on the fill port. Cleaned condenser coil. Cleaned tank and level sensor. Serviced mixing pump. Replaced the heater, manifold o-rings, drain valves, l & double l- tank tubing, temperature cable, and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving alarm 41 (low bypass flow). A check of diagnostics showed that the circulation pump would not generate pressure. They requested a quote for 2000-hour service and a loaner. Per work order update on 31-jan-2023, the device would be sent in for repair. Per sample evaluation results received on 03mar2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. Arctic sun device primed to fill. It was stated that the control panel freezing during decontamination was cause to a loose or improper electrical connection from the control panel upper main wiring harness to the card cage. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was also stated that the "fill" solenoid valve loose on manifold. It was noted that insulated jacket on temperature cable sliced, this had no effect to the temp cable, to be replaced preventively. Tightened fill solenoid valve, unit was able to fill unit on the fill port. It was also noted that the replaced the heater, manifold o-rings, drain valves, l and double l- tank tubing and temperature cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving alarm 41 (low bypass flow). A check of diagnostics showed that the circulation pump would not generate pressure. They requested a quote for 2000-hour service and a loaner. Per work order update on 31-jan-2023, the device would be sent in for repair.